Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 125 mg/dl on aviva meter (system 1), and 464 mg/dl on aviva meter (system 2). Customer used the same test strips with both meters. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.